Event description:
Clinic notes were received indicating that the vns patient¿s device was functioning intermittently for the past several years. The physician believed a device malfunction had occurred. The patient noted that she recently had to use her magnet more compared to the number of times she had to before pregnancy. The patient was seizure free during her pregnancy. The patient's sleep pattern and routine have been disrupted after becoming a new mother. The patient reportedly had slight flurry of seizure activity recently which required use of her magnet. The physician noted that the increase in seizures may be due to sleep deprivation and stress. The explanted generator has not been returned to date. Further follow-up revealed that the patient underwent generator replacement surgery on (B)(6) 2014.

Manufacturer narrative:
Name and address, phone #, corrected data: the initial manufacturer report incorrectly reported the initial reporter¿s phone number.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
.

Event description:
The explanting facility discarded the explanted device; therefore, no analysis can be performed.